Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The target lesion was located in the very tight and calcified proximal circumflex (cx). No predilation was performed. The 28x3.50 liberte bare stent delivery system (sds) was advanced but could not cross the lesion. Upon removing the sds, it was noted that the struts were damaged. No pt complications were reported and the pt's current condition is listed as "ok".

Manufacturer narrative:
The stent delivery system was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).